Event description:
Customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Troubleshooting was performed and pump was programmed. Customer was unable to continue troubleshooting.